Event description:
Clinic, reported possible inaccurate weight removal. The gambro technical svs rep found that the ultrafiltration pump thermal fuse was not tightly plugged in. There was no pt injury or medical intervention. The fuse was tightened.